Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the display is frozen. The customer's blood glucose reading was unknown at the time of incident. The customer was assisted with troubleshooting but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The device was received with no button response on all the buttons due to unlocked lcd keypad connector. We were unable to perform self-test, error test, displacement test, operating currents, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to no button response. No frozen screen noted and timeclock advances properly. Upon visual inspection, the device had moisture damage on the keypad traces. The device was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot and stained end cap sticker.